Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint product is not available for MFR's investigation. Clotting is a known phenomenon and has been investigated in a previous complaint. The cause of that failure was determined to not be attributed to a device related malfunction. This data will be handled through a designated maquet trending process. If a trend occurs, it will be escalated to quality assurance mgmt for review and determination if further investigation is necessary. Additional info: the product mentioned under section d is a tubing set and the included affected component has the contributing design function of the quadrox-ID which is registered under 510(k): k101153. (B)(4).